Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What is meant by the ¿aortic suture is released¿? Did 2 sutures break during the index procedure? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? How many total minutes was the index surgical procedure prolonged? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the 2 patches of teflon left in the patient¿s bloodstream occur during the index procedure? The event stated the ¿need to re-open the patient and place the patient on cec¿. Was the reason the patient had to be re-opened and placed on cec only due the 2 patches of teflon left in the patient? Is there any relation to the suture for the patient being re-opened and placed on cec? If yes, please explain. What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2024-01413 and 2210968-2024-01414.

Event description:
It was reported that a patient underwent a tirone david surgery on (B)(6) 2024 following the discovery of an ascending aortic aneurysm and suture was used. During hemostasis, it was observed that an aortic suture was released with a significant aortic leak requiring the patient to be re-circulated extracorporeal and then a second clamping. At the second declamping, a new aortic suture release occurred with a massive leak requiring a third 176-minute clamping. Two patches of teflon were left into the patient's bloodstream (bard ptfe felt pledget round 6 mm). The surgeon needed to re-open the patient and place the patient on cec. There was a risk of occlusion of an artery. Rapid awakening and close neurological monitoring were required due to 2 missing pieces of teflon. On day 2, an abdominal tom did not find an argument for digestive ischemia or postoperative occlusive syndrome. On day 8 the patient was still sedated and curarized, treated for postoperative infectious pneumonia and fungal disease. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned device. The returned samples determined that it was received one unopened sample that pertain to the product code f2829. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.